Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was 80-200 mg/dl. Customer pressed the wake button with more force and the wake button performed as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.